Event description:
It was reported that on (B)(6) 2022, a peripheral percutaneous intervention was performed on the left lower extremity, heavily calcified lesion. An ht command wire was being used with a non-abbott atherectomy without an issue. An intravascular ultrasound (ivus) had then advanced when resistance was noted, and the ht command wire shaft had separated into two pieces. Both pieces of the device were removed without issue and without additional intervention. Another ht command was used in replacement. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported polymer separation was confirmed. The reported difficulty to advance was unable to be confirmed due to the returned condition of the guide wire. Additionally, teflon coating damage was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and core separation appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement of the ivus, the core kinked resulting in the difficulty to advance the ivus over the wire, ultimately resulting in the core separation. The fractured faces at the separation were kinked and jagged as if kinked prior to separation. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.